Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, a conclusive cause for the balloon rupture could not be determined. It may be possible that the balloon ruptured occurred due to interaction with the previous implanted stent or associated devices; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat in-stent restenosis with no calcification in the left superficial femoral artery (sfa). The 5.0 x 40 mm armada 18 balloon catheter was advanced without issue. The balloon ruptured at 8 atmospheres (atms) during the first inflation. The armada 18 balloon catheter was removed from the patient anatomy intact and replaced with a 5.0 x 60 mm armada 18 balloon catheter. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.